Event description:
The customer reported two patients had erratic results on ion selective electrode (ise) includes sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The customer did not release the erratic results out of the laboratory. The samples were repeated, and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for two patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found air bubbles in the reference block. The fse replaced the reference electrode to resolve the issue. The fse performed calibration and quality controls, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).